Event description:
Reporter stated that on (B)(6) 2010, their facility security gave him the restraints, because while attempting to use the restraints on a patient the locking mechanism would not click shut. There was no patient / staff incident or injury reported.

Manufacturer narrative:
(B)(4). Results: evaluation for the returned product shows that the locking mechanism is missing from the die cast lock. Therefore, the die cast lock does not lock when attached to the post and can not be put into use. (B)(4).